Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 176 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
No button error alarm occurred during testing. The insulin pump was received with unresponsive buttons, due to corroded keypad traces. The device was also received with a cracked lcd window, cracked case at display window corners, cracked battery tube threads, and a cracked battery tube lip.